Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call of low battery alert and unexpected restart alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer mentioned that he went through a lot of batteries. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed unexpected restart alarm after battery change due to faulty interface board. The insulin pump passed the operating currents measurement, self-test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected low battery alarm noted. The insulin pump had cracked case at display window corners, battery tube threads, reservoir tube, broken reservoir tube lip, cracked belt clip slot, minor scratched and cracked display window.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The customer called back stating the pump continues to give unexpected restart alarms. Advised the customer that the pump would be replaced.